Event description:
It was reported the unit remained on. Visual inspection of the unit revealed that the switch had been damaged by misuse, breaking retaining clips and dislodging the spring designed as a safety shut-off device. We determined that this report was attributable to misuse on the part of the consumer.